Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: the holding sleeve-long for matrix (part # 03.632.036 lot # h475736) was received at us cq. The distal threads are broken at the most distal point of the tip. The most distal thread separated from the rest of the threaded tip. There are light scratches along the shaft and end cap that are consistent with regular wear. No other issues noted. The issues found with the device are consistent with the complaint condition thus confirming the complaint. Dimensional inspection: specified dimension. Major diameter ¿ [6.41 mm, 6.50 mm]. Measured dimensions: major diameter ¿ 6.46 mm; conforming. Device(s) used: (B)(4). Document/specification review: drawing(s) reviewed: (current & manufactured revisions) no issues were noted during drawing review. The measured major diameter was within tolerance. Manufacturing record evaluation: the holding sleeve-long for matrix (part # 03.632.036 lot # h475736) was manufactured by avalign technologies - nemcomed on 20-jun-2018. A manufacturing record evaluation was performed for the finished device lot number, there were no issues during the manufacture of the product that would contribute to this complaint condition. The complaint was confirmed for the holding sleeve-long for matrix (part # 03.632.036 lot # h475736). The most distal threads of the device has separated from the rest of the threaded tip rendering this device inoperable. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces during use. The scratches along the outer sleeve and end cap are consistent with normal wear. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history device: part # 03.632.036. Synthes lot # h475736. Supplier lot # h475736. Release to warehouse date: 20 jun 2018. Supplier: avalign technologies -nemcomed. Nr # 0089197 was generated for dim. 2 6.0 max ID of retaining balls. 6.0 pin does not go, dim 14 7.25 go pin should go into inner sleeve, and 7.25 pin does not go into inner sleeve. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. This non-conformance is not relevant to the complaint condition since devices were sent for rework and passed final inspection. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an l2-5 posterior spinal fusion with bilateral rods and screws. The surgeon needed to remove a screw from an unknown company. While trying to remove the screw, the surgeon asked for one (1) screwdriver shaft star drive for matrix. The sales consultant informed the doctor that the screwdriver shaft star drive for matrix was not a removal driver, but the surgeon tried anyway. The surgeon successfully removed one (1) screw and while trying to remove the second screw, the tip of the screwdriver shaft star drive for matrix broke off. The tip was retrieved easily and the screw was removed using the "helicopter" technique. Later in the surgery, after the surgeon implanted the matrix screw, the sales consultant noticed the tip of the holding sleeve for matrix broke. The holding sleeve for matrix was removed from the sterile field and a new one was used. On the next screw, the sales consultant noticed that the same thing was starting to happen with the holding sleeve for matrix. A third holding sleeve for matrix was available and was used to complete the case. The procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# unknown). This is report 1 of 3 for (B)(4).